Event description:
The customer reported that concentrated carbon dioxide (co2_c) results of 14.5 mmol/l, 14.5 mmol/l, and 13.9 mmol/l were obtained on a patient sample on an atellica ch 930 analyzer. The sample was reportedly also processed on an alternate atellica ch 930 analyzer, which was addressed in MDR 2432235-2024-00110. The result of 14 was reported to the physician(s). Since previous result history was not provided and the patient was not redrawn, the correct result for this patient is unknown. This report is being filed in an abundance of caution. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range prior to and after processing the affected sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the dilution washer probe 1 vacuum valve and cleaned the tubing. Then, the cse performed a dilution washer auto check test successfully. In subsequent visits, the cse replaced the level sense harness, replaced and auto aligned the dilution arm to port, and primed the dilution arm and the cleaner. Next, the cse ran an extended leak test, adjusted bleach drain port, and ran a full auto check. Then, the cse switched the drains between reagent arm 2 and dilution arm and manually moved dilution drain. After that, the cse ran successful auto check tests. Next, the customer ran qc and a precision study, which recovered acceptably. Siemens determined that either instrument issues, resolved by the cses actions, or a sample issue potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required. MDR (B)(4) was filed for the same event for the result obtained on the atellica ch 930 analyzer identified as cm00865.